Manufacturer narrative:
Event date: between (B)(6) 2011. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a balloon treatment procedure, deflation difficulty occurred. The unknown size mustang balloon was slow to deflate. The actual time it took for the balloon to deflate was unknown but according to the physician it "took a little long." The balloon was fully deflated and removed with no patient complications.